Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the capio carrier would not retract back into the head of the capio device after successfully extending. The procedure was completed using an elevate mesh (manufactured by (B)(4)) without any complications to the patient who is reportedly "fine" post-procedure.

Manufacturer narrative:
Though the patient's exact age is unknown, she is reported to be (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
It was originally reported that the device was discarded and never used within the patient. Additional information received from the patient¿s attorney provides an implant date of (B)(6) 2010. It is unknown whether the device was implanted into the patient or not.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the capio carrier would not retract back into the head of the capio device after successfully extending. The procedure was completed using an elevate mesh (manufactured by (B)(4)) without any complications to the patient who is reportedly "fine" post-procedure.